Event description:
The rptr was a wife who said that her husband had a high result (above 500 mg/dl) on 5/30/98, according to his logbook. She said that she believes it said er1, but was not sure, "logbook just states greater than 500." She said she followed her husband's sliding scale to bring his blood glucose down, and for the remainder of the day his medication routine was not changed, and he did not have any further adverse affects.